Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n145 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n145 shows no trends. Trends were reviewed for complaint categories, pressure dome leak and alarm #18: system pressure. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. The reported alarm # 18: system pressure alarm can be confirmed from the photographs. A visual inspection of the customer supplied photographs verified a leak, as blood can be seen leaking from the pressure dome. A material trace of the pressure dome housing assembly and its components used to build lot n145 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The pressure dome leak is verified based on the photographs; however, a root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 03-jan-2025

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during the treatment, an alarm # 18: system pressure alarm occurred and they observed a leak in the pressure dome after 107ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned photographs for investigation.